Event description:
Foley catheter inserted, attempted to inflate foley catheter balloon but met resistance and stopped. First foley removed from patient. New catheter obtained and inserted. Unable to inflate balloon. Ref report: mw5156312.